Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Explant date: not applicable, as lens was not explanted. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon found a black line on the intraocular lens (iol) after being implanted in the patient's eye. Surgeon confirmed that there was no problem with patient¿s visual outcome, and no inflammation occurred during the post-examination. No surgical intervention performed. This lens will not be extracted and the patient outcome is fine. No further information available.